Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. A transesophageal echocardiograph and x-ray were performed, which revealed that the right atrial lead had dislodged. Interrogation of the device also noted that the atrial capture threshold was high. The lead was capped and replaced, and the patient was in stable condition with no adverse effects.